Event description:
Reporter indicated that the site's handheld computer would no longer power on, even after an overnight battery charge. The site performed normal troubleshooting, but the issue did not resolve. The products have been returned to the manufacturer for analysis, but analysis is not yet complete.